Event description:
Unomedical reference number (B)(4). Event occurred in the united states, on 30-may-2024, it was reported that one infusion set tubing was leaking at site and infusion set is long for 2 days. The blood glucose level was 170 mg/dl. No further information available.